Manufacturer narrative:
Every reasonable effort was made to obtain the device. Device was not returned. We are unable to confirm the device in question is our product.

Event description:
He was at pt session where he was performing exercises with a theraband. The band broke and struck him in the eyes and face causing severe pain, injuries to face & eyes, & injury to left shoulder.

Manufacturer narrative:
Every reasonable effort was made to obtain the device. Device was not returned. We are unable to confirm the device in question is our product. Follow up information: it has been confirmed that this was not a hygenic product.